Manufacturer narrative:
The delivery pusher and implant coil were returned separated. The delivery pusher was found bent in several locations which likely caused the implant coil to prematurely detach. The IFU (instructions for use) for axium coil includes the following warning: "a kinked pusher may lead to premature detachment."(B)(4).

Event description:
Treatment of an mca (middle cerebral artery) aneurysm measuring 10mm. During the procedure in which two cosmos coils were used for framing and four axium coils for filling, it was reported that one of the axium coils prematurely detached as it was inserted approximately 10cm into the aneurysm and was retrieved from the patient using a gooseneck snare. No injury was reported with the patient as a result of the procedure.